Event description:
It was reported that the 3.0 x 15 mm trek dilatation catheter was opened and prepped for use. The device was advanced into the patient anatomy and only 1 marker was visible. The device was removed from the anatomy and it was noted that the device was actually a 1.5 x 15 mm trek dilatation catheter. A new 3.0 x 15 mm trek was then used to complete the dilatation procedure. There was no clinically significant delay and no adverse patient effect. Packaging of the device indicated that the device was a 3.0 x 15 mm trek; however, the device was a 1.5 x 15 mm trek. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the pouch was labeled otw trek 3.00x15mm, part number 1012407-15, lot number 20530g1. There was no chipboard box returned. The returned device was labeled as mini trek 1.50x15mm, lot number 20605g1, thereby confirming the complaint. A query of the complaint-handling database was performed and no other similar incidents have been reported for this lot indicating that this was an isolated incident. Since the use of a smaller balloon in a larger target artery's diameter would not cause any adverse consequence to the patient, the risk for this incident was assessed to be low. A contributing factor for this event was determined to be a missed inspection step by the quality control technician. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.